Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. Data investigation could not confirm a failed transmitter error but did confirm a low transmitter battery on (B)(6) 2018. The root cause of a failed transmitter error and low transmitter battery could not be determined post investigation.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. Data was downloaded previously for evaluation and it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.